Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had episode of syncope, passed out and hit his head. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.